Event description:
Per the clinic, open circuits were noted on several electrodes, and the patient experienced migration of the electrode array outside the cochlea. Subsequently, the patient underwent revision surgery on (B)(6) 2025, to reposition the electrode deeper into the cochlea. The implanted device remains.